Event description:
Customer reported receiving error alarms on the insulin pump and stated that the insulin pump lost power. Customer stated that they did not receive a low battery alert prior to the off now power alert. The drive support cap was noted to be damaged. Customer's blood glucose reading at the time of the call was 83 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No blank display and no unexpected off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.